Event description:
It was reported that the patient experienced occlusion alarms that lead to the patient going into diabetic ketoacidosis twice and requiring hospitalization. Follow-up was declined with tandem technical support, therefore no additional information was obtained.